Manufacturer narrative:
Concomitant products: product ID 3058, serial # (B)(4), implanted: (B)(6) 2015, product type implantable neurostimulator; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0u282, implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. The manufacturing representative reported that during a procedure the brand new battery was connected to the lead and impedances were checked at 1.0. All contacts paired with electrode three were greater than 4000 ohms. Impedances were tested at an amplitude of 2.0 and it had the same results. The lead was taken out and wiped down and then would not go back into the battery. The setscrew was unscrewed even further but the lead would still not go in, even after three attempts. A new battery was opened and the lead went into the new battery easily and all impedances were within normal limits. The issue was resolved. It was noted that the first battery was never implanted and was to be returned.

Manufacturer narrative:
Evaluation summary: analysis of the ins s/n: (B)(4) found insignificant anomalies. A known good lead was attached to the returned ins, the ins and the distal end of the lead were placed in a 0.9% saline solution. Using an 8840 programmer, impedances were measured. Normal impedances were measured on all circuits and electrode pair combinations.

Event description:
Additional information received from the manufacturing representative reported that she returned the device two days prior.